Manufacturer narrative:
Section d1, product long description, d2b, product code, d2a common device name, d4, serial #; section h4, manufacturing date, section h5, labeled for single use, h8, usage of device have been changed. Heartsine evaluated the customer's device and was able to verify and duplicate the reported issue. The pad-pak was depleted by multiple manual power-ons of up to 10-minute duration observed in the device memory. The cause of the reported issue was attributed to corrosion bridging between track 13 (on_button) and track 14 (key3_button) of the membrane tail, which had led to a partial short circuit between these lines. It was observed that the device had been stored outside the indicated condition, which is determined to be the root cause of the issue. The customer received a replacement device and the customer's device was scrapped by heartsine.

Event description:
The customer contacted stryker to report that their pad-pak failed to power the device on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their pad-pak failed to power the device on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.